Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) investigation summary: the complaint device was received at the service center and evaluated. It was reported that fms vue ii fluid management and tissue debridement system did not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the left bezel insert was broken. Further, rfid antenna was damaged. The damaged connector and bezel insert were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The broken bezel inserts, and damaged antenna is most likely due to user mishandling of the device or a possible fall which would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the fms vue pump-shaver box device did not work. During in-house engineering evaluation, it was determined that the left bezel insert on the device was broken. There was no procedure nor patient involvement reported. No additional information was provided.